Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. Their blood glucose is unknown. The said that their battery cap is loose and corroded. During failed battery test alarm troubleshooting, the customer was advised that a replacement battery cap would be sent. They were advised to revert to a back-up plan per their doctor¿s instructions. The insulin pump is not being returned for analysis.